Event description:
The patient underwent a sling procedure during 2002. Four years postoperatively the patient developed a bladder stone associated with exposure of the mesh at the bladder neck. The patient had undergone cystoscopy two years after the procedure for a collagen injection and no tape was noted in the urethra or bladder at that time. Cystoscopy with stone removal and holminum laser of the tape was performed.

Manufacturer narrative:
Exposure of tvt tape can occur for a variety of reasons such as inadequate mucosal closure, atrophic vaginal skin, or postoperative trauma to name a few. These sometimes close spontaneously with time and estrogen therapy but most require resection and reclosure. As it is known that no mesh was exposed at two years postop, this appears to be a case of true late term erosion that required intervention to prevent long term impairment. 510(k)# is k974098